Event description:
It was reported that during a total knee procedure that the blade broke. It was further reported that a second blade was used, and it broke as well. A third blade was readily available and the procedure was completed successfully. It was reported that one broken piece fell into the surgical site and that it was removed by hand. It was further reported that no broken pieces remained in the patient.

Manufacturer narrative:
The 2 blades subject to this MDR have not been returned for evaluation as yet. In addition, no lot number has been provided for further investigation.